Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode, and right ventricular (rv) pacing impedance measurements greater than 3000 ohms were observed. Boston scientific technical services (ts) indicated that there is no updated data from this device as the patient has not performed a device interrogation, but with the available information, it was confirmed that the both the pacing and shock rv impedance are high out of range. Additionally, frequent noise oversensing on the right ventricular and right atrial (ra) channels, and considerably big artifact signals on the shock electrogram (egm), were identified. Ts indicated that at this time, system integrity cannot be guaranteed, therefore; in-clinic troubleshooting is needed to evaluate the system which includes an assessment of the ra and rv lead, as well as the device connector header. Troubleshooting steps were provided to assess system integrity, including x-ray imaging to evaluate system location, lead and device interface and identification of stressful areas. Of note, the implanted ra lead is a non-boston scientific product. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received. The physician involved confirmed that the cause of the observed noise is related to a surgical procedure the patient underwent. No adverse patient effects were reported. The device remains in service.